Event description:
It was reported that the ventilator generated a technical error code indicating a power error. There was no patient harm. Manufacturer's ref. #: (B)(4).

Event description:
Manufacturer's ref. #: (B)(4).

Manufacturer narrative:
The occurrence of technical error (te) indicating a power error after turning on the device was reported. Identification of issue has been done by analyzing problem description and service report. Based on technician statement, main back-plane printed circuit board (pcb) has been found defective and has been replaced to resolve the issue. Te indicating a power error shall be triggered when - 12 v supply is more than - 10.8 v for more than three seconds. The monitoring subsystem shall when the - 12 v supply is more than - 10.8 v for more than three seconds activate the signal disable_valves.l and deactivate the disable_valves.l signal when the supply is less than - 10.8 v. The issue was decided to be reported based on available information as if mentioned te occurs during ventilation, it may lead to stop ventilation and audio-visual alarms will be generated. The main back-plane printed circuit board is one of the part on which eeprom (type of the memory) is integrated, were system ID (serial number), configuration, operating time, etc. Are stored. The main back-plane board is directly connected with dc/dc & standard connectors board and plug-and-play back-plane board, which are recommended to be replaced in case of mentioned te occurrence. In order to conduct further analysis of the case, more detailed information is required. Unfortunately, neither the device's logs nor the claimed defective part were available for further analyze. The root cause to the reported issue has not been determined. The correction of field #h8 usage of device was required. This is based on the internal evaluation. #h8 usage of device: previous usage of device: unknown. Corrected usage of device: reuse.